Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During device replacement due to normal eri, the insulation of the atrial lead was noted as damaged. Medical adhesive was used to repair the lead, which remained implanted. There were no consequences to the patient and the cause of the damage is unknown.